Manufacturer narrative:
Results: the returned lantern delivery microcatheter (lantern) was undamaged. Conclusions: evaluation of the returned lantern revealed a functional and an undamaged device. During functional testing, a demonstration pc400 was able to advance through the lantern without an issue. The reported complaint was unable to be confirmed. Evaluation of the returned pc400 revealed that the embolization coil had offset coil winds along its length and was detached from the pusher assembly. If the pc400 is forcefully manipulated against resistance, damage such as this may occur. During functional testing, a demonstration pc400 was able to advance through the returned lantern. The cause of the resistance was unable to be determined. Further investigation revealed the introducer sheath was damaged. This was not mentioned in the reported complaint; therefore, this damage was likely incidental to the complaint penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4) h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01391.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a penumbra coil 400 (pc400) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pc400 through the lantern, the physician experienced resistance at the middle of the lantern; therefore, the physician attempted to remove the pc400. However, while retracting the pc400, it became stuck in the lantern; therefore, the physician removed the lantern with the pc400 together. While attempting to remove the pc400 from the lantern outside of the patient¿s body, the pc400 broke. The procedure was successfully completed by using another catheter and coils. There was no report of an adverse effect to the patient.